Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/a small piece of wire is identified within the lumen.'), device breakage ('in the same container there are two pieces of metallic wire measuring 2.2 and 5.4 cm. In length.'), pelvic infection ('infection (other) describe: pelvis, abdomen'), pelvic abscess ('abscess in pelvis/abscess'), iron deficiency anaemia ('abnormal bleeding(vaginal/menorrhagia)/iron pills because anemia') and abdominal infection ('infection (other) describe: pelvis, abdomen') in a 42-year-old female patient who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included chills, fever, bladder inflammation, endometrioma, anxiety, multigravida (4), transurethral resection of bladder tumor, appendectomy, gravida (4*) and parity (4-0-0-4*). CT abdomen + pelvis wo/cont. Concurrent conditions included suprapubic pain, bladder diverticulum, urinary bladder abscess, vomiting and abdominal wall cyst. Concomitant products included fluoxetine hydrochloride (prozac) for depression and mood swings as well as fluconazole (diflucan), ibuprofen, levofloxacin (levaquin), nitrofurantoin monohydrate, oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced loss of libido ("hormonal changes describe: no sex drive") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), pelvic pain ("pelvic pain"), pollakiuria ("urinary problems or changes/frequent urination"), abdominal pain ("abdominal pain/severe pain in abdomen streaming through pelvis into upper thighs") with gait inability and groin pain ("groin pain") and was found to have bladder neoplasm ("bladder tumor"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), iron deficiency anaemia (seriousness criterion medically significant) and pain in extremity ("severe pain in abdomen streaming through pelvis into upper thighs"). The patient was treated with bupropion hydrochloride (wellbutrin), clotrimazole (fastin), escitalopram oxalate (lexapro), ibuprofen (midol), iron (iron ferrous), morphine, naproxen, ondansetron (zofran), paracetamol (tylenol) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic infection, pelvic abscess, iron deficiency anaemia, abdominal infection, mood swings, bladder neoplasm, pollakiuria, migraine, headache, nausea, vaginal discharge, fatigue and pain in extremity outcome was unknown, the pelvic pain, weight increased, abdominal pain and groin pain had resolved and the vaginal haemorrhage, loss of libido, menorrhagia, female sexual dysfunction, depression, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal infection, abdominal pain, bladder neoplasm, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, headache, iron deficiency anaemia, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic abscess, pelvic infection, pelvic pain, pollakiuria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. The implant was deployed into the fallopian tube per protocol and with 3 coils visualized in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Appendicectomy - on an unknown date: unremarkable appendix.. Biopsy - on an unknown date: bladder with reactive changes and chronic inflammation. - no evidence of carcinoma is identified. Computerised tomogram abdomen - on 2015: 2.3 cm collection within the inflammation which could represent a small abscess or endometrium. Source of the process is not completely certain. Changes in the anterior bladder may be reactive. Given its proximity to the bladder and left fallopian tube, ultrasound may be helpful for further evaluation. Admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Computerised tomogram pelvis - on 2015: admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Hysterosalpingogram - on 2015: on hysteroscopy, the uterus sounded to 7 cm. The endometrial cavity had a uniform appearance. There was no visual evidence of polyp, neoplasm, or myoma. Normal hysteroscopy. Bilateral fallopian tube ostia were easily identified. Pregnancy test urine - on an unknown date: urine pregnancy negative. Ultrasound scan vagina - on an unknown date: 3 x 3 cm collection anterior to the bladder ,pelvic mass/abscess should be considered gyn evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/a small piece of wire is identified within the lumen.'), device breakage ('in the same container there are two pieces of metallic wire measuring 2.2 and 5.4 cm. In length.'), pelvic infection ('infection (other) describe: pelvis, abdomen'), pelvic abscess ('abscess in pelvis/abscess'), iron deficiency anaemia ('abnormal bleeding(vaginal/menorrhagia)/iron pills because anemia') and abdominal infection ('infection (other) describe: pelvis, abdomen') in a 42-year-old female patient who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included chills, fever, bladder inflammation, endometrioma, anxiety, multigravida (4), transurethral resection of bladder tumor, appendectomy, gravida (4*) and parity (4-0-0-4*). CT abdomen + pelvis wo/cont. Concurrent conditions included suprapubic pain, bladder diverticulum, urinary bladder abscess, vomiting and abdominal wall cyst. Concomitant products included fluoxetine hydrochloride (prozac) for depression and mood swings as well as fluconazole (diflucan), ibuprofen, levofloxacin (levaquin), nitrofurantoin monohydrate, oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("mood swing"). In (B)(6)2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6)2010, the patient experienced loss of libido ("hormonal changes describe: no sex drive") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), pelvic pain ("pelvic pain/ severe pain"), pollakiuria ("urinary problems or changes/frequent urination"), abdominal pain ("abdominal pain/severe pain in abdomen streaming through pelvis into upper thighs") with gait inability and groin pain ("groin pain") and was found to have bladder neoplasm ("bladder tumor"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), iron deficiency anaemia (seriousness criterion medically significant) and pain in extremity ("severe pain in abdomen streaming through pelvis into upper thighs/ pain thigh"). The patient was treated with bupropion hydrochloride (wellbutrin), clotrimazole (fastin), escitalopram oxalate (lexapro), ibuprofen (midol), iron (iron ferrous), morphine, naproxen, ondansetron (zofran), paracetamol (tylenol) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic infection, pelvic abscess, iron deficiency anaemia, abdominal infection, mood swings, bladder neoplasm, pollakiuria, migraine, headache, nausea, vaginal discharge and fatigue outcome was unknown, the pelvic pain, weight increased, abdominal pain, groin pain and pain in extremity had resolved and the vaginal haemorrhage, loss of libido, menorrhagia, female sexual dysfunction, depression, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal infection, abdominal pain, bladder neoplasm, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, headache, iron deficiency anaemia, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic abscess, pelvic infection, pelvic pain, pollakiuria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. The implant was deployed into the fallopian tube per protocol and with 3 coils visualized in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Appendicectomy - on an unknown date: unremarkable appendix.. Biopsy - on an unknown date: bladder with reactive changes and chronic inflammation. - no evidence of carcinoma is identified.. Computerised tomogram abdomen - on (B)(6)2015: 2.3 cm collection within the inflammation which could represent a small abscess or endometrium. Source of the process is not completely certain. Changes in the anterior bladder may be reactive. Given its proximity to the bladder and left fallopian tube, ultrasound may be helpful for further evaluation. Admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Computerised tomogram pelvis - on (B)(6)2015: admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Hysterosalpingogram - on (B)(6)2015: on hysteroscopy, the uterus sounded to 7 cm. The endometrial cavity had a uniform appearance. There was no visual evidence of polyp, neoplasm, or myoma. Normal hysteroscopy. Bilateral fallopian tube ostia were easily identified. Pregnancy test urine - on an unknown date: urine pregnancy negative. Ultrasound scan vagina - on an unknown date: 3 x 3 cm collection anterior to the bladder ,pelvic mass/abscess should be considered gyn evaluation.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet received : malfunction "yes" selected for event "device breakage." A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/a small piece of wire is identified within the lumen."), device breakage ("in the same container there are two pieces of metallic wire measuring 2.2 and 5.4 cm. In length."), pelvic infection ("infection (other) describe: pelvis, abdomen"), pelvic abscess ("abscess in pelvis") and abdominal infection ("infection (other) describe: pelvis, abdomen") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included chills, fever, bladder inflammation, endometrioma, anxiety, multigravida (4), transurethral resection of bladder tumor, appendectomy, gravida (4*) and parity (4-0-0-4*). CT abdomen + pelvis wo/cont. Concurrent conditions included suprapubic pain, bladder diverticulum, urinary bladder abscess, vomiting and abdominal wall cyst. Concomitant products included fluoxetine hydrochloride (prozac) for depression and mood swings as well as fluconazole (diflucan), ibuprofen, levofloxacin (levaquin), nitrofurantoin monohydrate, oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced loss of libido ("hormonal changes describe: no sex drive") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), pelvic abscess (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), pollakiuria ("urinary problems or changes/frequent urination"), abdominal pain ("abdominal pain/severe pain in abdomen streaming through pelvis into upper thighs") with gait inability and groin pain ("groin pain") and was found to have bladder neoplasm ("bladder tumor"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) and pain in extremity ("severe pain in abdomen streaming through pelvis into upper thighs"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic infection, pelvic abscess, abdominal infection, mood swings, bladder neoplasm, pollakiuria, migraine, headache, nausea, vaginal discharge, fatigue and pain in extremity outcome was unknown, the pelvic pain, weight increased, abdominal pain and groin pain had resolved and the vaginal haemorrhage, loss of libido, menorrhagia, female sexual dysfunction, depression, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal infection, abdominal pain, bladder neoplasm, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic abscess, pelvic infection, pelvic pain, pollakiuria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. The implant was deployed into the fallopian tube per protocol and with 3 coils visualized in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Appendicectomy - on an unknown date: unremarkable appendix.. Biopsy - on an unknown date: bladder with reactive changes and chronic inflammation. - no evidence of carcinoma is identified.. Computerised tomogram abdomen - on (B)(6) 2015: 2.3 cm collection within the inflammation which could represent a small abscess or endometrium. Source of the process is not completely certain. Changes in the anterior bladder may be reactive. Given its proximity to the bladder and left fallopian tube, ultrasound may be helpful for further evaluation. Admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Computerised tomogram pelvis - on (B)(6) 2015: admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Hysterosalpingogram - on (B)(6) 2015: on hysteroscopy, the uterus sounded to 7 cm. The endometrial cavity had a uniform appearance. There was no visual evidence of polyp, neoplasm, or myoma. Normal hysteroscopy. Bilateral fallopian tube ostia were easily identified. Pregnancy test urine - on an unknown date: urine pregnancy negative. Ultrasound scan vagina - on an unknown date: 3 x 3 cm collection anterior to the bladder ,pelvic mass/abscess should be considered gyn evaluation.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/a small piece of wire is identified within the lumen.'), device breakage ('in the same container there are two pieces of metallic wire measuring 2.2 and 5.4 cm. In length.'), pelvic infection ('infection (other) describe: pelvis, abdomen'), pelvic abscess ('abscess in pelvis/abscess'), blood loss anaemia ('abnormal bleeding(vaginal/menorrhagia)/iron pills because anemia') and abdominal infection ('infection (other) describe: pelvis, abdomen') in a 42-year-old female patient who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included chills, fever, bladder inflammation, endometrioma, anxiety, multigravida (4), transurethral resection of bladder tumor, appendectomy, gravida (4*) and parity (4-0-0-4*). CT abdomen + pelvis wo/cont. Concurrent conditions included suprapubic pain, bladder diverticulum, urinary bladder abscess, vomiting and abdominal wall cyst. Concomitant products included fluoxetine hydrochloride (prozac) for depression and mood swings as well as fluconazole (diflucan), ibuprofen, levofloxacin (levaquin), nitrofurantoin monohydrate, oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced loss of libido ("hormonal changes describe: no sex drive") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), pelvic pain ("pelvic pain"), pollakiuria ("urinary problems or changes/frequent urination"), abdominal pain ("abdominal pain/severe pain in abdomen streaming through pelvis into upper thighs") with gait inability and groin pain ("groin pain") and was found to have bladder neoplasm ("bladder tumor"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant) and pain in extremity ("severe pain in abdomen streaming through pelvis into upper thighs"). The patient was treated with bupropion hydrochloride (wellbutrin), clotrimazole (fastin), escitalopram oxalate (lexapro), ibuprofen (midol), iron (iron ferrous), morphine, naproxen, ondansetron (zofran), paracetamol (tylenol) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic infection, pelvic abscess, blood loss anaemia, abdominal infection, mood swings, bladder neoplasm, pollakiuria, migraine, headache, nausea, vaginal discharge, fatigue and pain in extremity outcome was unknown, the pelvic pain, weight increased, abdominal pain and groin pain had resolved and the vaginal haemorrhage, loss of libido, menorrhagia, female sexual dysfunction, depression, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal infection, abdominal pain, bladder neoplasm, blood loss anaemia, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic abscess, pelvic infection, pelvic pain, pollakiuria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. The implant was deployed into the fallopian tube per protocol and with 3 coils visualized in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Appendicectomy - on an unknown date: unremarkable appendix.. Biopsy - on an unknown date: bladder with reactive changes and chronic inflammation. - no evidence of carcinoma is identified.. Computerised tomogram abdomen - on (B)(6) 2015: 2.3 cm collection within the inflammation which could represent a small abscess or endometrium. Source of the process is not completely certain. Changes in the anterior bladder may be reactive. Given its proximity to the bladder and left fallopian tube, ultrasound may be helpful for further evaluation. Admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Computerised tomogram pelvis - on (B)(6) 2015: admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Hysterosalpingogram - on (B)(6) 2015: on hysteroscopy, the uterus sounded to 7 cm. The endometrial cavity had a uniform appearance. There was no visual evidence of polyp, neoplasm, or myoma. Normal hysteroscopy. Bilateral fallopian tube ostia were easily identified. Pregnancy test urine - on an unknown date: urine pregnancy negative. Ultrasound scan vagina - on an unknown date: 3 x 3 cm collection anterior to the bladder ,pelvic mass/abscess should be considered gyn evaluation.. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs was received. Reporter information was updated. Lot number was added. New event: abnormal bleeding(vaginal/menorrhagia)/iron pills because anemia was added. Treatment drugs were added. Event verbatim was updated as abscess in pelvis/abscess. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/a small piece of wire is identified within the lumen."), device breakage ("in the same container there are two pieces of metallic wire measuring 2.2 and 5.4 cm. In length."), pelvic infection ("infection (other) describe: pelvis, abdomen"), pelvic abscess ("abscess in pelvis") and abdominal infection ("infection (other) describe: pelvis, abdomen") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included chills, fever, bladder inflammation, endometrioma, anxiety, vaginal delivery (4), transurethral resection of bladder tumor, appendectomy, gravida (4*) and parity (4-0-0-4*). CT abdomen + pelvis wo/cont. Concurrent conditions included suprapubic pain, bladder diverticulum, urinary bladder abscess, vomiting and abdominal wall cyst. Concomitant products included fluoxetine hydrochloride (prozac) for depression and mood swings as well as fluconazole (diflucan), ibuprofen, levofloxacin (levaquin), nitrofurantoin monohydrate, oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced loss of libido ("hormonal changes describe: no sex drive") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), pelvic abscess (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), pollakiuria ("urinary problems or changes/frequent urination"), abdominal pain ("abdominal pain/severe pain in abdomen streaming through pelvis into upper thighs") with gait inability and groin pain ("groin pain") and was found to have bladder neoplasm ("bladder tumor"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) and pain in extremity ("severe pain in abdomen streaming through pelvis into upper thighs"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic infection, pelvic abscess, abdominal infection, mood swings, bladder neoplasm, pollakiuria, migraine, headache, nausea, vaginal discharge, fatigue and pain in extremity outcome was unknown, the pelvic pain, weight increased, abdominal pain and groin pain had resolved and the vaginal haemorrhage, loss of libido, menorrhagia, female sexual dysfunction, depression, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal infection, abdominal pain, bladder neoplasm, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic abscess, pelvic infection, pelvic pain, pollakiuria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The implant was deployed into the fallopian tube per protocol and with 3 coils visualized in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Appendicectomy - on an unknown date: unremarkable appendix.. Biopsy - on an unknown date: bladder with reactive changes and chronic inflammation. - no evidence of carcinoma is identified. Computerised tomogram abdomen - on (B)(6) 2015: 2.3 cm collection within the inflammation which could represent a small abscess or endometrium. Source of the process is not completely certain. Changes in the anterior bladder may be reactive. Given its proximity to the bladder and left fallopian tube, ultrasound may be helpful for further evaluation. Admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Computerised tomogram pelvis - on (B)(6) 2015: admitted with pelvic pain, found to have an abscess anterior to the bladder wall. Hysterosalpingogram - on (B)(6) 2015: on hysteroscopy, the uterus sounded to 7 cm. The endometrial cavity had a uniform appearance. There was no visual evidence of polyp, neoplasm, or myoma. Normal hysteroscopy. Bilateral fallopian tube ostia were easily identified. Pregnancy test urine - on an unknown date: urine pregnancy negative. Ultrasound scan vagina - on an unknown date: 3 x 3 cm collection anterior to the bladder ,pelvic mass/abscess should be considered gyn evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs and mr received¿ case become valid with incident. Essure model number was updated from essure 205 to essure 305. New event fallopian tube perforation, pelvic pain, pelvic abscess, abdominal infection, pelvic infection, vaginal hemorrhage, loss of libido, menorrhagia, female sexual dysfunction, depression, mood swings , bladder neoplasm, pollakiuria, migraine, headache, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain/severe pain in abdomen streaming through pelvis into upper thighs, groin pain and severe pain in abdomen streaming through pelvis into upper thighs,not able to walk and did you undergo an essure confirmation test? No, were added. Event from mr-in the same container there are two pieces of metallic wire measuring 2.2 and 5.4 cm. In length. New reporter and consumer address were added. Patient demographic details were added. Product information indication and date of essure removal were added. Concomitant medication, medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.